Manufacturer narrative:
(B)(4). Should any additional information be received by the customer then an additional report will be submitted. (B)(4). Upon completion of the device evaluation, a supplemental report will be submitted.

Event description:
The customer reported the screen on this avea ventilator is dark on startup. The customer stated that this unit was not on a patient.

Manufacturer narrative:
The carefusion failure analysis laboratory received the suspect user interface module (uim) for investigation. The failure analysis lab performed power cycle runtime routines and power testing, which found low voltage within the circuitry points on bt1 of the control board on the suspect uim. The fa lab was unable to duplicate the customer reported event, but determined that the cause was likely associated with the low voltage state. This issue will be internally investigated within carefusion.